Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leak. There was an auditable leak. It was resulted in having to change the device.